Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in november 2022. The device will not be returned for analysis. However; an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she had a severe discomfort in her right leg ever since starting treatment. She claimed she treats from 8 am through 7 pm and has discomfort from her knee to her groin appearing at night in bed. She described her pain as a 10 and stated that it feels like severe pressure. The patient was advised to contact her surgeon. She will not call the office because she is "fed up with them" and won't have "another failed surgery." The patient claimed she will try treating for a few more days and then she will give up. The patient also stated that she took a pain pill last night. The patient stated that she did not have pain before using our product but since then she is having pain in her legs, and she is having trouble standing. The patient stated that she has stopped using the unit and I advised her to speak to a doctor. The patient stated that she did not seek medical treatment but has an appointment with a doctor on wednesday.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - a2: dob , h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she had a severe discomfort in her right leg ever since starting treatment. She claimed she treats from 8 am through 7 pm and has discomfort from her knee to her groin appearing at night in bed. She described her pain as a 10 and stated that it feels like severe pressure. The patient was advised to contact her surgeon. She will not call the office because she is "fed up with them" and won't have "another failed surgery." The patient claimed she will try treating for a few more days and then she will give up. The patient also stated that she took a pain pill last night. The patient stated that she did not have pain before using our product but since then she is having pain in her legs, and she is having trouble standing. The patient stated that she has stopped using the unit and I advised her to speak to a doctor. The patient stated that she did not seek medical treatment but has an appointment with a doctor on wednesday. The spinalpak assembly was not returned for evaluation.